Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication livanova learned that the device was cleaned as per the instruction for use and that it was placed outside the operating theatre during use. Cause could not be established

Event description:
Livanova (B)(4) received a report that, the laboratory results show contamination with to mnt chimaera. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication livanova learned that the device was cleaned as per the instruction for use and that it was placed outside the operating theatre during use. Cause could not be established

Event description:
Livanova (B)(4) received a report that, the laboratory results show contamination with to mnt chimaera. There was no patient involvement.